Event description:
The end user fell while walking down stairs with a cane. He was hospitalized and subsequently died.

Manufacturer narrative:
It was reported that the end user was descending down several stairs and fell when the cane broke. He suffered a head injury, was hospitalized, and subsequently died. The actual cause of death was not reported. The sample was not returned for evaluation. We were provided with photos of the device. The cane was broken on the 4th adjustment hole from the bottom. The break was somewhat jagged in the appearance, but relatively smooth. We do not know the health status of the end user or the condition of the device prior to the incident. It is not known how the cane was being used while he was descending the stairs. May nicks and scratches were seen on the lower half of the cane's shaft indicating multiple impacts from other objects during the life of the device. We have no trend for this issue with the device. A root cause has not been determined.